Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: a review of the black box indicated that the last basal delivery occurred at 9:06pm on (B)(6) 2016. The black box indicated did not indicate any delivery interruptions on or before the reported date (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging an inaccurate delivery issue. The reporter questioned if the pump was delivering basal rates correctly overnight. The patient reportedly experienced low blood glucose (bg) less than 70mg/dl but over 40mg/dl with no reported signs or symptoms of hypoglycemia. Troubleshooting could not be completed at the time of the initial call. Customer technical support made attempts to contact the reporter for troubleshooting, without success. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the pump may not have been delivering insulin as programmed.